Event description:
It was reported that after collecting approx 100 ml of blood, the device stopped working. None of the collected blood could be reinfused. The pt did not receive a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. If the device is received, a follow-up report will be filed.